Event description:
There are two problems. First, the glucose values reported by the bayer contour ascencia meter, like the bayer contour totally simple meter are higher than the pt's actual glucose level by 7% to 12%. Second, a lack of adequate production quality control allows defective strips to be included in the strips sold to a diabetic customer. The defective strips produce results that are 130% to 400% (four-hundred not forty) of the pt's actual glucose level. The company does provide a control solution that is supposed to screen for defective strips. Unfortunately, the defective strips are only 5% to 10% of the strips in a bottle. On (B) (6) 2010, I conducted an early morning glucose test to monitor my fasting glucose level. The result was pg=504 mg/dl. I tested again with a second strip and the result was a more realistic 141 mg/dl. Three hours later, the result was 135 mg/dl. I was concerned because my fasting glucose level had improved dramatically with the new insulin program that I was developing with my healthcare practitioner. The 504 number was totally out of the question. Furthermore, if it had any merit, why had the subsequent tests all been in the low-to-mid 100's? Dose or amount: glucose test strips, frequency: 4 times daily, route: finger-prick blood sample. Dates of use: (B) (6) 2009 - present. Diagnosis or reason for use: type-2 insulin-dependent diabetes.